Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2304118. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, droplets from the syringe can be observed on the end user¿s hands, confirming the reported defect. Based on the feedback and picture sample, we have concluded that this incident most likely resulted from damage in the plunger lip. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported while using bd discardit¿ ii syringes leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the same problem occurred 2 times in a row with 2 different syringes. There was a leak at the plunger during aspiration (entry of bubbles) and during injection (leakage of the drug through the plunger).

Event description:
It was reported while using bd discardit¿ ii syringes leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the same problem occurred 2 times in a row with 2 different syringes. There was a leak at the plunger during aspiration (entry of bubbles) and during injection (leakage of the drug through the plunger).

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 1977 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.